Event description:
It is reported that the spine of the articular surface fractured off. The surgeon removed only the fractured portion of the surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.